Event description:
It was reported that the pacing impedance on the 6944 lead was up to 4208 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the ICD device showed the rv impedance had been increasing over the duration of the record beginning with a min/max value of 2592/2656 ohms and finishing with a min/max of 4080/4208 ohms.